Manufacturer narrative:
The reported event of ¿the stylet is not going smoothly into the lead and later the stylet got stuck¿ was confirmed. As received, a complete lead was returned in one piece. The stylet that was used in the field was not returned. Stylet insertion was not performed due to over torqued inner coil consistent with procedural damage. The cause of the reported event was isolated to the over torqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet failed to be advanced on the right ventricular lead as it was stuck. The lead was not used and replaced during procedure. The patient was stable.